Event description:
It was reported that the patient of this implantable cardiac resynchronization therapy defibrillator (crt-d) had worsening symptoms over the past six months that the device was noted not to be pacing with suspicion her intrinsic rate exceeds the programmed rate. As of this time device remains in service. No adverse patient effects were reported.